Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Visual inspection of the returned lens found that one haptic was bent. Due to the observed damage, functional testing could not be performed.

Event description:
The surgeon reports the silicone li61se intraocular lens was inserted and removed intraoperatively due to the fact that the pt's capsule became dislocated. According to the information rec'd, the surgeon removed the lens without enlarging the original incision. An anterior chamber lens was subsequently implanted and no sutures were required.